Event description:
The customer contact reported that the device displayed settings that were different than the originally programmed settings. The pump was returned from an unspecified location to the biomedical engineering department with a report that indicated, "pump on side with yellow dot, insulin was hanging, nurse reported pump changed by itself, 15 units/hr changed to 1/2 ns at 50cc/hr." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.